Event description:
Customer reported that they were unable to stop the bolus. It was noted that when stopped on its' own, customer would attempt another bolus and each time the numbers on the insulin pump scrolled on their own. Customer's blood glucose reading at the time of the call was 5.4 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The up arrow button on the insulin pump had intermittent button response due to corroded keypad traces noted. No unexpected scrolling of numbers noted during testing. The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, and stained end cap sticker.